Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation with all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the farawave catheter upn #m004pf41m401 batch #0037690615. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists embolism and hypotension as known potential adverse events associated with the use of the device. Risk review: a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of air embolism and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that during a pulse field ablation procedure using a farawave catheter air entered the patient vasculature via an open flush line and the patient became hypotensive. Air embolism and hypotension are known potential adverse events associated with the use of the farawave catheter.

Event description:
It was reported that an air embolism occurred. A pulse field ablation (pfa) procedure was performed using a farawave catheter under general anesthesia. Pfa was completed and the farawave catheter was in the left superior pulmonary vein after exit block pacing in the other pulmonary veins. Prior to post mapping, it was observed the flush line for the unknown sheath was running low, the flush line was closed to the patient, and the pressure bag was replaced. The patient rapidly became hypotensive. Intracardiac echocardiography confirmed the presence of air bubbles in the aorta which the physician suspected was due to air introduction from the fully open flush line of the unknown sheath. Heart catheterization and an aortogram were performed. Medications were administered to increase blood pressure and the transeptal device was removed. Blood pressure improved and the patient was woken from anesthesia. A stroke assessment and computed tomography were performed and the patient was admitted to the hospital beyond the standard of care. No further information on the status of the patient is available.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that an air embolism occurred. A pulse field ablation (pfa) procedure was performed using a farawave catheter under general anesthesia. Pfa was completed and the farawave catheter was in the left superior pulmonary vein after exit block pacing in the other pulmonary veins. Prior to post mapping, it was observed the flush line for the unknown sheath was running low, the flush line was closed to the patient, and the pressure bag was replaced. The patient rapidly became hypotensive. Intracardiac echocardiography confirmed the presence of air bubbles in the aorta which the physician suspected was due to air introduction from the fully open flush line of the unknown sheath. Heart catheterization and an aortogram were performed. Medications were administered to increase blood pressure and the transeptal device was removed. Blood pressure improved and the patient was woken from anesthesia. A stroke assessment and computed tomography were performed and the patient was admitted to the hospital beyond the standard of care. No further information on the status of the patient is available.